Manufacturer narrative:
The reason for this revision surgery was identified as the metal-on-metal liner spun out after 7.3 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to be part of an FDA study and sent to a lab; it was not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material reports (ncmr) associated with this product. Ncmr #7250 associated with part number 499-38-010, the metal-on-metal liner assembly. The ncmr documents slightly undersize conditions on three dimensions: ø1.8096"±.0041", ø1.6336"±.0047" and ø1.3920"±.0057", which are external diameters on the poly liner component of the 499-38-010 assembly. The 15 parts in the lot were accepted as-is, with the justification that these particular undersize dimensions would not affect functionality. It is unlikely that these nonconformances contributed to the complaint failure mode, as they are external diameters on the poly liner that do not interface with the inner metal liner, nor are they associated with the poly liner's snap features or scallop features. A review of the product complaint report history showed there are eight prior complaints on part number 499-38-010. Of these eight complaints, three complaints were for dislocation/disassociation and device loosening, three complaints were for infection, and the rest of the complaints were for poor joint and wear. The root cause for this event was not reported. Several factors that can contribute to this event include excessive range of motion (abduction), edge loading, excessive physical activity, and insufficient joint tension leading to increased impact loading, or mal-position of the acetabular cup which could expose the bone screw head and lead to impingement with the liner. Further investigation can be performed only if information regarding the patient's injuries, accidents, physiology, x-rays or surgical reports is provided. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to metal liner failure. The liner spun out.

Manufacturer narrative:
Part of FDA study-sent to lab.